Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿powerloc safety infusion set have leaked at the base of the needle. Luckily, they were caught while priming the needle, prior to accessing the patient.¿ no other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported, ¿powerloc safety infusion set have leaked at the base of the needle. Luckily, they were caught while priming the needle, prior to accessing the patient.¿ no other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause was determined to be supplier related. The product returned for evaluation was two 20g powerloc infusion sets. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component. The returned product sample was evaluated and a leak was observed in one of the two returned units (unit 02) at the junction between the extension tubing and the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle housing, and the characteristics observed which supported this type of failure included: ¿ air bubbles or voids in adhesive coverage were seen in the proximal application well. ¿ voids or gaps in adhesive coverage were observed on the extension tubing. This is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings in section h:11